Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula damaged (broken), missing broken part. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had connected the transmitter to the sensor there were no light . The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.